Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that a needle sftygld 25x5/8 rb had a loose needle during use. The following was reported by the initial reporter: "(B)(6) was withdrawing 1.8mls of saline from vial. (B)(6) went to remove needle/syringe from vial and the needle disconnected from the syringe and remained in the vial. (B)(6) was gentle with vial and syringe and is unsure how the needle dislodged. It appeared the glue holding needle in place did not work."